Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and coeliac disease ("celiac disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine prolapse ("uterine prolapse"), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods"), fatigue ("fatigue"), visual impairment ("vision deterioration"), coeliac disease (seriousness criterion medically significant) and migraine ("severe migraines"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, uterine prolapse, abdominal pain lower, menstrual disorder, fatigue, visual impairment, coeliac disease and migraine outcome was unknown. The reporter considered abdominal pain lower, coeliac disease, fatigue, menstrual disorder, migraine, pelvic pain, uterine prolapse and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("unusual bleeding") and coeliac disease ("celiac disease") in a 49-year-old female patient who had essure (batch no. 405166,5838000) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal in (B)(6) 2008, spotting vaginal, bleeding, break through bleeding, hot flashes, insomnia, vulvovaginal dryness, lipoma, irregular menstrual cycle, lower abdominal tenderness, depression, fibrocystic disease of breast, menorrhagia, menometrorrhagia, endometrial biopsy and cholecystectomy in 2008. Previously administered products included for an unreported indication: contraceptive. Concurrent conditions included repair uterine prolapse since (B)(6) 2017, discharge, pyrexia, environmental allergy and thyroid disorder. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). On (B)(6)2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced arthralgia ("joint pain"). In 2015, the patient experienced fatigue ("debilitating fatigue"). In (B)(6) 2017, the patient experienced migraine ("severe migraines") and headache ("headache"). On an unknown date, the patient experienced coeliac disease (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods"), uterine prolapse ("uterine prolapse") and visual impairment ("vision deterioration") and was found to have weight decreased ("lost weight without any effort"). The patient was treated with propranolol hydrochloride (inderal) and surgery (hysterectomy and a bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and headache had not resolved and the genital haemorrhage, coeliac disease, abdominal pain lower, menstrual disorder, uterine prolapse, fatigue, visual impairment, migraine, weight increased, arthralgia and weight decreased outcome was unknown. The reporter considered abdominal pain lower, arthralgia, coeliac disease, fatigue, genital haemorrhage, headache, menstrual disorder, migraine, pelvic pain, uterine prolapse, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: *expiration date were provided by as per pfs (B)(6) 2010 and (B)(6)2009 will schedule emb, office essure, then balloon ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: fallopian tubes were occluded. Ultrasound pelvis - on (B)(6) 2008: the uterus was anteverted in position and measures 9.9 x 5.2 x 5.1 cm. It is nominal in size, shape and echogenicity. The endometrium measures 9.5 mm on transvaginal view and is normal necrogenicity. The right ovary measures 2.3 x 2.6 x 1.3 cm. The left ovary measures 2.3 x 1.7 x 1.4cm. Both ovaries are normal in size, shape and echogenicity. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records, new reporter ,patient demographic ,essure indication , start stop date, lot number with expiration date ,treatment medication, lab data, patient concurrent condition and event unusual bleeding, weight gain, joint pain, headache and lost weight without any effort were added. We received the lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report